Event description:
It was reported that high impedance readings were noted. The right and left leads were replaced. The patient recovered without sequela. Refer to manufacturer's report # 3004209178-2012-00177.

Manufacturer narrative:
Lead: model 3391s-40, serial # (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6). Lead: model 3391s-40, serial # (B)(4), implanted: 2009 (B)(4), explanted: 2011 (B)(4). Extension: model 7482a51, serial #(B)(4), implanted: 2009, (B)(6) explanted: unknown. Extension: model 7482a51, serial #(B)(4), implanted: 2009 (B)(6), explanted: unknown. Ins: model 7428, serial # (B)(4), implanted: 2010-(B)(6) explanted: unknown.

Event description:
Additional information received reported low impedance measurements. The event resulted in in-patient hospitalization.